Event description:
It was reported that there was a broken power cord on the 6800 system. There was no report of operator or patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power cord. The system was tested and found to be working as intended and placed back into service.